Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a new cartridge. Reportedly, the customer was unsure about the amount of insulin the cartridge had been filled with. Additionally, the customer used a syringe designed for manual injections to fill the cartridge and was uncertain how many times this syringe had been filled to add insulin to the cartridge. The customer declined to provide blood glucose level; however, there was no reported impact to the customer's blood glucose level. The customer successfully added additional insulin and completed the load process successfully.